Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter could not be secured into the device. The device was not used in surgery. No injuries or medical intervention was reported. There was no additional info provided.